Event description:
Patient reported pump screen had an error message that was unable to be fixed. No injury or side effects were a reported as a result of the pump malfunction. Patient stated she would call back with pump serial number.